Event description:
A malfunction was reported on a pump, and it was confirmed that no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump the customer will use multiple daily injections (mdi) as a backup therapy.